Manufacturer narrative:
Initial and finaldevice 1 of 10

Event description:
Reference number (B)(4) event occurred in saudi arabia on (B)(6)2024, reported that patient faced 10 infusion set packaging was not sealed properly misshaped or sterile, packaging not intact. Customer confirmed that like it has been exposed to high temperature. No further information available